Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the battery compartment is cracked. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay and cracked case (battery tube). Confirmed cracked case (battery tube) and confirmed the retainer ring is missing off pump. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack alongside the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.